Manufacturer narrative:
The customer's weight information has been updated. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 401 mg/dl. Customer did received calibration not accepted. The customer was treated with bolus. Customer experienced nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was performed high pressure test and found insulin flow block alarm past. Auto mode was not active. The insulin pump will not be returned for analysis.